Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic relaxation syndrome consistent with uterine prolapse, post menopausal bleeding, stress urinary incontinence, large cystocele, grade 3 with valsalva and small rectocele. The patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh removal and closed vagina in 2009 for mesh erosion. It was reported that the patient underwent trimming of mesh in the vagina in 2006/2007 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy with bilateral salpingo-oophorectomy, anterior colporrhaphy, mccall modified culdoplasty with vaginal cuff suspension, and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy with bilateral salpingo-oophorectomy, anterior colporrhaphy, mccall modified culdoplasty with vaginal cuff suspension, and cystoscopy.

Manufacturer narrative:
Date sent to FDA: 01/27/2017. It was reported that the patient underwent excision at anterior vaginal wall synthetic mesh and excision of vaginal portion of tension free vaginal tape on (B)(6) 2009 by dr. (B)(6) due to anterior vaginal wall mesh erosion and infection at (B)(6).

Event description:
Details: it was reported that the patient underwent excision at anterior vaginal wall synthetic mesh and excision of vaginal portion of tension free vaginal tape on (B)(6) 2009 by dr. (B)(6) due to anterior vaginal wall mesh erosion and infection at (B)(6).